Event description:
It was reported that the customer experienced high blood glucose readings of over 600 mg/dl. Customer stated that the reason for their high was not taking a bolus in a while. Customer has treated with 14 units of bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.